Event description:
Reportedly, a surgeon put specimen into the pouch and pulled the ring, suture broke. The pouch did not fall into the patient cavity and could be removed. No injury. Procedure: splenectomy.